Event description:
It was reported that non pacer dependent patient's atrial and right ventricular leads exhibited noise. Patient experienced pocket stimulation. The noise was present in bipolar and unipolar configurations, and could not be reproduced in clinic. The system was extracted and replaced on (B)(6) 2017. During the procedure, subclavicular crash was observed on both leads. Patient was stable during and after the procedure.

Manufacturer narrative:
Upon review, the pulse generator (model: pm2110, serial: (B)(4)) should not have been submitted as medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.